Event description:
Customer reported that during rewarming item #3 (1/2x3/8x3/8-y) pulled off of item #2 (e"x1/2x3/32 tubing) this is on spec c6917a4f page 2 of 19, the av line. Customer thought that this connection was not bonded. No pt injury was reported due to this event.